Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing low blood glucose with a reading of 35 mg/dl at 8:15pm and she treated with glucose tablets by her daughter. Caller stated she retested at 9pm she was still not feeling well and had a reading of 500 mg/dl. Emts were called and tested caller's blood glucose level with a reading of 60 mg/dl at 9:15pm; does not recall receiving any treatment from emts. Caller reported being transported to the hospital and treated for low blood glucose; type of treatment and blood glucose reading was unknown. Caller reported she was released the next day. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.